Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced elevated blood glucose levels despite administering boluses. The patient performed a ketone test, which indicated moderate ketones, and subsequently administered daily injections, resulting in improved glucose control. The patient identified leakage at the infusion site using a paper towel, which showed dampness around the area. Although the adhesive remained secure, the central portion of the infusion set had partially detached from the adhesive. The patient replaced the cassette, infusion set, and site to resolve the issue. There was patient involvement, with no harm reported.